Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh on (B)(6) 2008. Per operative notes, "the hernia sac was circumferentially dissected out. A small defect was made and a ventralex mesh was placed inside the defect and sutured." (B)(6) 2008 - patient was diagnosed with wound infection and abscess thereby underwent incision and drainage. (B)(6) 2008 - patient was diagnosed with infected mesh thereby underwent open repair with explant of mesh. Per operative notes, "the mesh was removed, and a large collection of pus was noted and suctioned out. The defect was closed with sutures." (B)(6) 2008 - patient was diagnosed with ventral umbilical hernia thereby underwent laparoscopic repair with implant of synthetic mesh. (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent excision of suture granuloma and fascial defect repair. Attorney alleges that the patient had abscess, adhesions, infections, scar tissue, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusion can be made. Per medical records review, about 4 months post implant of ventralex mesh, patient was diagnosed with bacterial infection, purulent discharge, abscess and removal of the mesh. The instructions-for-use supplied with the device list infection as a possible complication. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.